Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02834, #3005099803-2010-02835, #3005099803-2010-02836, and #3005099803-2010-02837 for a description of the other devices. This report is for the fourth gold probe device. According to the complainant, during the procedure the four gold probe devices, and one injection gold probe device, would not conduct any power or current; the first gold probe device issue occurred inside the patient, while the last three were found to have the issue outside of the patient. The injection gold probe issue occurred inside of the patient. The generator and adapter used in this case were not bsc products. The generator and adaptor were tested after the procedure, and were found to be working properly. The procedure was able to be completed with resolution clip devices to stop the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the set-up mode. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 10:00 pm on (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin (self adjuster). At around 10:30 pm on (B)(6) 2010, the patient claimed that she had more food as a result of the alleged product issue. Thirty minutes after the alleged issue began, the patient claimed that she became "shaky and cold." It is unknown if the patient tested her blood glucose on any meter at the onset of her symptoms. The patient did not report receiving medical treatment for her symptoms since the alleged issue began. During troubleshooting, the cca documented that alleged issue occurred after the patient replaced the battery on the subject meter. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. However, based on the patient's report, there is no evidence that the subject meter performed improperly.